Manufacturer narrative:
Concomitant medical products: act artic e1 hip brg 28x38mm s44 dia28; catalog no#: ep-200144 ; lot#: 274690. Unk g7 instruments; catalog no#: unknown ; lot#: unknown. Therapy date: (B)(6) 2019. The manufacturer did not receive x-rays for review. The manufacturer received the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to dislocation.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: b4, g4, g7, h10 additional: h6 event summary: it was reported that the patient was implanted with a biolox head on (B)(6), 2019 and underwent revision surgery on (B)(6), 2019 due to dislocation. The pe liner was found disassociated from the head. Review of received data - no medical data such as x-rays, surgical notes or any other case-relevant documents received. However it is reported via e-mail that patient had dislocated 3x from my understanding prior to this surgery. On 3rd dislocation the ed doc relocated hip and took a film. Xray looked normal and patient presented to office of dr. (B)(6). Following this office visit decision was made to go in and add some length to patient to make patient more stable. I checked breakage (on the per) as the biolox head was pulled out from the liner and liner was lodged posterior outside of the cup. We had to pull the cup to attempt to get access to liner.. We reamed up one size and implanted a size 50 osteoti multi hole cup. Devices analysis - the biolox delta ceramic femoral head exhibits an area with metallic smearing on the articulation surface. Further, the articulation surface shows metallic smearing in form of dots. The taper entrance also show metallic smearing. Other than that nothing conspicuous can be observed. Based on this visual examination the reported event can neither be recreated nor confirmed. Review of product documentation - all involved devices are intended for treatment. - the biolox delta head was combined with a active articulation e1 dual mobility hip system (ref# ep - 200144, lot# 274690 ). The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary it was reported that the patient was implanted with a biolox head on (B)(6) 2019 and underwent revision surgery on (B)(6), 2019 due to dislocation. The pe liner was found disassociated from the head. No medical data such as x-rays, surgical notes or any other case-relevant documents were received. Therefore, contributing factors such as correct positioning of the products, joint laxity and patient behaviour cannot be assessed. The biolox delta head is covered with metallic smearing in form of small dots as well as an area with metallic smearing on the articulation surface. The metallic smearing most likely occurred due to contact with another metallic object during or post in vivo. Based on the visual examination the reported event can neither be recreated nor confirmed. The quality records were reviewed and showed that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The reported products were reviewed for compatibility and are approved by zimmer biomet and the document based investigation did not identify a non-conformance or a complaint out of box (coob). Therefore, based on the available information, no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).